Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) at a two month post op exam. The surgery center noted loose epithelium resulting in abnormal outcomes. The patient¿s chief complaint was of poor vision and commented on blurry vision and cannot function resulting in difficult to work. Both eyes were debrided. Pre-op best corrected visual acuity (bcva) from (B)(6) 2016. Right eye (od) pre-op 20/20 -.75 x -1.00 x 178, left eye (os) pre-op 20/20 -1.00 x -.50 x 178. Post-op bcva from (B)(6) 2017. Right eye (od) post-op 20/30 3.25 x -2.50 x 105, left eye (os) post-op 20/30 3.25 x -2.00 x 75. This report is for the excimer laser.